Event description:
I had lasik eye surgery on both eyes in 2006 in (B)(6). I have severe eye sight before surgery and was told that prior to surgery. I went to f/u appointment next day, my vision was not 20/20. It took three days for my vision to get to 20/20. I was pleased with results. But I did noticed right away that my night vision worsened making driving at night not safe. Halos were huge and vision was blurred. I could not f/u with eye dr because he left office and practice in (B)(6) w/o notice and did not let his pts known where to reach him. I am currently seeing new eye dr for treatment so I can drive at night. Facility: (B)(6).